Event description:
The user facility reported a 58yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during insertion of the pump and torque of the catheter, the pump was kinked. The pump was removed and a different pump was placed. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported kinked pump has been completed. The device was not returned for evaluation. The clinical report provided sufficient information to determine root cause. Therefore, the root cause of the delivery issue was due to the user technique. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.